Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had extended ipg charging. The patient underwent an ipg replacement procedure. No device malfunction was suspected and the explanted device was not returned. The patient was doing well postoperatively.